Event description:
It was reported that the patient received a box of connectors for the ilet system that were unable to attach properly, and the patient experienced four nonfunctional connectors; replacements were provided and a return label was issued for the defective connectors, with the affected device component identified as the connector/coupler. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed a mechanical problem associated with a fitting problem involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.